Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. A sample was not returned for evaluation. An image of a section of tubing with a kink was provided by the customer. The entirety of the tubing manifold or cassette was shown in the image to indicate where on the tubing the kink occurred. It could not be determined by the image if the kink was induced as a result of orientation in packaging or by some other process. While the kink was identified in the image provided by the customer, the root cause of the customer's complaint could not be conclusively determined based on the image alone. Action will not be taken for this occurrence as root cause could not be established. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cassette tubing was kink before the procedure. The doctor felt that it was decreasing his vacuum but was able to complete the procedure with no harm to the patient.